Event description:
It was reported that the pt's device was "coming out - it's in my abdomen". The pt was re-directed to her physician. Further info has been requested from the healthcare professional.

Manufacturer narrative:
(B) (4).